Manufacturer narrative:
Follow-up 4/29/2016: customer reported that bg levels are not decreasing as expected; however, customer admittedly only delivered 4.5 units of a 9.78 correction bolus due to being worried about bg levels going too low. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 320-386 (mg/dl). A pump correction bolus was delivered and supplies were changed to address bg levels. System check with tandem technical support indicated the pump was performing as expected; however, customer requested assistance with adjusting insulin duration settings.